Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2002 and a left total hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2012, due to a periprosthetic fracture after a patient fall. The modular head was removed and replaced and a trochanteric claw was implanted. The patient underwent a right hip revision procedure on (B)(6) 2014, due to elevated metal ion levels, osteolysis, necrosis and metallosis. The head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states," material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-07077 & 2015-00758).